Event description:
It was reported that the srom liner was opened for this revision case and was found to be labeled incorrectly--xl poly was in a box that was labeled lseries.

Manufacturer narrative:
The investigation confirmed the outer package product label has an incorrect color code and series designation. The root cause is package label design. A voluntary recall was initiated in august of 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.